Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the cavity integrity assessment failed twice. The cavity was viewed via hysteroscope and a perforation was noted. The procedure was then aborted. No additional details available.